Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted. The investigation is in process. Once the investigation is complete, a follow ¿up MDR will be submitted. Concomitant medical products: item# unk/ unk head / lot # unk, item# unk/ unk stem/ lot # unk, item# unk/ unk liner/ lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 -00787, 0001825034 -2020 -00789, 0001825034 -2020 -00794.

Event description:
It was reported patient has been indicated for hip revision surgery due to unknown reasons. However, no revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.